Manufacturer narrative:
This pacemaker remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited undersensing, loss of capture (loc) and right ventricular (rv) threshold issues. The lead impedance measurements were stable, and there were no adverse patient effects reported other than the patient complaining of intermittent chest pain. The decision was made to reprogram the device. It should be noted the associated rv lead is a competitor product.